Event description:
Tpn was being infused and occluded. The tpn does not drain past the filter. The tubing becomes clogged after about two hours infusion. The rn had to change the tubing four times to infuse the tpn. This led to delays in tpn infusion for patient. We are in the process of contacting the manufacturer to discuss the issues. This is the recommended tubing to utilize for the pump and the tpn.